Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during post dilatation in the heavily calcified right iliac artery, the fox plus balloon ruptured at 8 atmospheres during the first inflation. A non-abbott balloon was used to complete post dilatation. There was no adverse patient effect. Though requested, no additional information has been provided.

Manufacturer narrative:
(B) (4). The device is not available for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.